Manufacturer narrative:
This report is submitted on 02 dec 2020.

Event description:
Per the clinic, the patient experienced an infection over the incision site which was subsequently treated with an antibiotic. However, the issue was not resolved, resulting in the decision to explant the device. The device was explanted (specific date not reported).